Event description:
It was reported that during an implant attempt the left ventricular (lv) did not stay in coronary sinus. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).